Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "slightly over pumps during flow rate accuracy test" was unable to be reproduced. The device was sent to flow lines for flow testing at 40 ml/hr for 30 mins at 20 volume to be infused with the results of 20.430 and passing error percentage of 2.15%. The event history log was reviewed for the last days of customer use as no event date was provided. The review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. The cause of the condition was undetermined. No pump correction required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump over-infused during flow rate accuracy test 2x in the biomedical service department. There was no patient involvement. No additional information is available.